Event description:
It was reported that a user started a new dexcom g7 sensor in the dexcom app but did not start or pair the sensor in the ilet, resulting in the ilet displaying ¿start sensor¿ and not receiving cgm data. The user's blood glucose was reported at 319 mg/dl. Customer care provided support which included customer support troubleshooting and user education on correct sensor start and pairing steps within the ilet. Investigation of this case revealed use error related to incomplete setup, with the device functioning as designed once pairing and sensor start were performed in the ilet. No clinical symptoms associated with hyperglycemia reported. Outcomes included restoration of cgm communication without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.